Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: final analysis revealed that there was medical adhesive 11.0 centimeters from the lead tip from the mfg process. The lead passes all electrical tests and was operating within specs.

Event description:
This report is to advise of an event observed during analysis.